Event description:
The device was found damaged three days following its initial use. The damage resulted in poor wound drainage. The damaged section was cut off and the device reattached to a reservoir. Normal wound drainage was re-established.